Event description:
Patient was still alarming low voltage and low speed operation alarms after switching out controller. Switched patient to a newer version of controller and also gave all new peripheral equipment (pm and cable, batteries, clips) company to evaluate.